Event description:
During a ptca treatment procedure, the maverick2 monorail balloon ruptured at 6 atms on the initial inflation. The pt was asymptomatic during this event. The lesion being treated was a calcified, 99% stenotic lesion in a very tortuous mid lad coronary artery. It is noted that a radial approach was used in this case. The maverick2 monorail balloon was removed and replaced with another maverick2 monorail (12/2.5 mm) balloon to successfully complete the procedure. No pt injuries or complications were reported. Pt status is reported as 'good'.